Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and air bubbles. The customer¿s blood glucose was 107 mg/dl and it went to 300 mg/dl to 400 mg/dl. The customer reported that the reservoir was leaked in o ring. The customer reported that the size of air bubbles was a quarter inch. The customer reported that the self test was performed and passed. The troubleshooting was performed for fluid exposure reservoir leak and air bubbles. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill test to reservoirs per (B)(4). No air bubbles and no leak were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Also ran basal, bolus leaking test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a paradigm pump. Conclusion: reservoirs no air bubbles and not leaks.